Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, unspecified quadripolar catheter. (B)(4).

Event description:
It was reported that a patient of advanced age underwent an ablation procedure for ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, specifically during placement and manipulation of electrophysiology catheters, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter and confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. Patient factors cited that may have contributed to the adverse event include the patient¿s advanced age. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician believes that the injury occurred secondary to manipulation of the quadripolar electrophysiology catheter in the right ventricle. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the physician believes that the injury occurred secondary to manipulation of the quadripolar electrophysiology catheter in the right ventricle. Power was not titrated. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 9/15/2017, biosense webster became aware that the quadrapolar catheter implicated by the physician as the cause of the adverse event was a bwi product (webster 4-pole catheter, model # d-1097-568-s, lot # unknown). As such, report # 9673241-2017-01106 was opened to report that catheter to FDA. Any additional updates to this complaint file will be submitted under both report numbers, though this thermocool smart touch catheter is no longer considered the suspect device. Manufacturer¿s report number: (B)(4).